Manufacturer narrative:
Section d9 updated due to device evaluation. Section h6 evaluation codes updated due to device evaluation. Method code remove b17 and add b01 result code remove c20 and add c13 conclusion code remove d15 and add d02 compondent code remove g07003 and add g07001 h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this pb980 ventilator "suddenly stopped cycling". Per review of ventilator logs, there is evidence that a loss of ventilation (lov) occurred at the time of the reported event. The device was available for evaluation. The service personnel (sp) inspected the ventilator, identified a diagnostic code in memory that the unit started up after power failure confirming the lov and codes related to battery failure. Based on the codes, sp replaced the breath delivery (bd) power controller printed circuit board assembly (pcba), bd power distribution pcba and battery pack. The unit passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the reported event was isolated to a potential fault in the bd power controller pcba and/or bd power distribution pcba and/or battery pack. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer h3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator "suddenly stopped cycling". There was no injury to the patient. Per review of ventilator logs there is evidence that a loss of ventilation (lov) occurred at the time of the reported event.